Event description:
Global pharmacovigilance (gpv) received a report from a baxter product service and support representative who had spoken to the patient. The patient reported he had been in and out of the hospital with renal problems. Product service and support representative stated that the events were not related to the product and was unable to identify the product. During a follow up call on 02/21/2012, the facility nurse indicated, this hospitalization occurred around (B)(6) 2012 and was related to abdominal pain and peritonitis. The nurse stated the patient received unknown medications for peritonitis from (B)(6). During a follow up call, the facility nurse clarified the patient had experienced peritonitis in (B)(6) 2012. The patient received gentamycin and vancomycin intraperitoneal (ip) (dose and length of therapy unknown). The patient outcome was good. The nurse indicated that the patient has had issues with using aseptic technique during therapy. The patient has been retrained regarding aseptic technique. Aseptic technique was not related to the current event. In (B)(6) 2012, the patient did experience pericarditis. The nurse indicated the pericarditis did not occur at the same time as the peritonitis. The nurse was unable to provide further information related to that event. The nurse indicated she has no further information to provide for either event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (h11k03025) with no defects noted. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up will be submitted.